Event description:
It was reported that all indicators light up steadily and the device does not build pressure in the dressing after 4 working days. Pico was used the 4th of june and stopped working the 7th of june. No harm or injury reported.

Manufacturer narrative:
The device, used in treatment, has been returned for evaluation. A visual inspection reported no defects. The functional evaluation confirmed the reported issue on the device entered a non - recoverable error after functioning 71 hours, establishing a relationship with the reported event. The root cause was determined as a component failure due to the pressure pins within the device. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.